Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after receiving eight inappropriate shocks. The technician indicated that the oversensing only occurred when the patient is standing. Boston scientific technical services (ts) reviewed the available data and indicated the decreased amplitude measurements and wandering baseline would suggest something was blocking the sensing path. An-x-ray was submitted and upon review, it appeared that there was potential air entrapment close to the sense b portion of the electrode. The device was reprogrammed from primary to secondary vector. No adverse patient effects were reported.

Manufacturer narrative:
The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen again for additional testing. There were no further episodes recorded in the device memory and the surface electrograms that were captured during testing were free of noise. The ts consultant was provided this data and discussed that based on all the information, air entrapment was most likely the source for the previous inappropriate sensing. No further changes were made and the patient was sent home. No adverse patient effects were reported.